Manufacturer narrative:
(Conclusions) - the device was inspected and was found to be operating within specs. The examination of the deceased pt by the hosp showed the pt had an internal hemorrhage. There was no connection between the pt's death and this device.